Event description:
It was reported that during a da vinci-assisted surgical procedure that the right eye intermittently went black. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon powering on the system. The system initially powered on without errors. The system was functional, with no errors, at the beginning of the case. As the case got underway, the system began to glitch. The surgeon's console only had right eye vision. An isi field service engineer came to look at the unit and replaced some items on the console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to observe right side monitor of the ssc lost its image. Issue occurs with or without an endoscope installed and was isolated to the right-side monitor of the ssc. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the reported issue. Isi received the hrsv and completed failure analysis. The hrsv was installed on the test system and the surgeon side console (ssc) powered up without video on the display. The complaint regarding right eye issues was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.